Event description:
Cec adjudicated cause of death as cardiac.

Manufacturer narrative:
Evaluation, results/conclusions: death. (B)(4).

Event description:
During the index procedure, three endeavor sprint drug-eluting stents were implanted: two at the 2nd obtuse marginal, extending into proximal circumflex, and one in the left main. Approx. 10 days later, during a staged procedure, one endeavor sprint drug-eluting stent was implanted in the rpda. It is reported that the patient expired approximately 54 months post index procedure. Cause of death is unknown but the investigator indicated that the event was possibly related to the study device.

Event description:
During the staged procedure approximately 2 weeks post index procedure one endeavor sprint and one non-medtronic stent were implanted in the rca. The patient was on hospice at the time of death.